Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had 2 cracks on the insulin pump on the screen. Customer stated that she had 3 blood glucose readings over 500 mg/dl over the weekend. Customer was also having no delivery alarms and broke her belt clip. Customer's blood glucose is 158 mg/dl. Customer stated that she is currently using injections and stopped using the pump on (B)(6) 2014. Customer stated that the pump was hit in a stretcher while the customer was performing CPR. Customer stated that one crack is due to over time and the other is where the reservoir symbol is located. Customer stated that the no delivery alarm occurred during basal. Customer was driving and unable to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.